Manufacturer narrative:
Batch review performed on 15 october 2020: lot 1910289: (B)(4) items manufactured and released on 10-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved, batch review performed on 15 october 2020: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 1909761. Lot 1909761: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. 2 months after primary the surgeon revised the head and liner. The surgery was completed successfully.